Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice pro during use during dwell 3 of 5. The patient was connected. The patient stated, the supply bag had a very loose connection and they believed that was the problem. The baxter technical service representative (tsr) explained the alarm to the patient as well as the proper set up procedures. The tsr then assisted the patient with cycling the power off and on twice to clear both the se 2240 and se 2265. The tsr explained the patient would need to start over with new supplies. The patient stated, they would perform a manual exchange. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the patient on (B)(6) 2011 regarding the reported se 2240. The patient stated that they did not notice anything unusual with the supplies that might have caused the loose connection. The patient spoke with their nurse about the alarm and has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to lack of a sample. Based on the information gathered during baxter's investigation the root cause of the report was due to air being sucked into the disposable because the connection between the supply bag was not tight enough. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).